Event description:
A report was received that a pt underwent a pocket revision because, the ipg turned vertical inside the pocket, and the pt was unable to charge. During the procedure, the physician added lead extensions. The pt was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.